Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, a loss of right ventricular capture in the bipolar configuration was observed through the use of a holter monitor. High impedance was observed as well. No patient symptoms were reported. Noise was able to be produced through pocket manipulation. The unipolar configuration showed in range measurements with occasional instances of capture loss. No changes were made.